Event description:
Surgeon's office reported that a pt was experiencing auto-immune type reactions, but general practitioner cannot pinpoint and diagnose. Depuy spine cervical plate and screws implanted along with allograft from danek. No further details exist at this point. As a root cause cannot be determined and this could result in the need for surgical intervention, an MDR is filed to document this event.

Manufacturer narrative:
Info is limited and no surgical intervention has occurred at this time. An autoimmune reaction is more likely to be due to the pt rejecting of the donor material (allograft) than to a reaction to the metal implants; however, no conclusions can be made at this time.